Manufacturer narrative:
A sample was not returned for eval. The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. The product lot specific to this event is not known; therefore, lot history and device history review (DHR) could not be performed. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).

Event description:
A nurse reported that six pts presented with toxic anterior segment syndrome (tass) following an intraocular procedure. Add'l info has been requested.